Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 was not detected on bus and retractor band was damaged. A field service engineer (fse) found drawer 5.1 was not detected on the bus. The back of the station was opened, and the right-side light on drawer 5.1 was found blinking. The station was shut down, and the drawer was opened. The retractor bands were cleaned of mar marks; however, drawer 5.1 was found to be too badly damaged. The retractor band on drawer 5.1 was replaced. The drawer was then closed, and the station was booted into hardware test application. The drawer displayed four functioning lights. The back of the station was closed, the drawer was tested, and the station was rebooted into the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, every pocket in main drawer 5.1 showed a 'device not detected on bus' error." The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.